Event description:
A customer reported a malfunction with the pump, specifically identifying it with the code "malf 0" and fault ID "0-0x20c4." There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue happened again, and they acknowledged this guidance.